Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the power button felt stuck; unable to power on/off. There was no reported patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and nothing was identified related to the reported issue. Functional testing could not be performed as the downstream occlusion sensor (dso) was damaged. The dso sensor was replaced and preventative maintenance was performed. The device was not usable as a result of the dso issue.